Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed pressure transducer and flow transducer test during pre-use check. The nozzle unit in the gas modules were found defective replaced. After replacement of the nozzle units, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirmed the reported failures at the event date. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).